Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that after prepping the vision, it was advanced to the lesion; however, the balloon would not inflate due to suspected pinhole rupture, so the device was retracted with the stent still intact. As the stent reached the end of the guiding catheter, it became stuck; therefore, both devices were removed together. When the stent delivery system (sds) was outside the pt, it was noted that the stent had dislodged. The stent was located inside the introducer sheath and was easily removed with the sheath. Another company's stent was used to complete the procedure. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the balloon, inflation lumen and guide wire lumen. There was contrast in the inflation lumen. Neither the stent implant nor the protective sheath were returned. The balloon was loosely folded. There were crimp marks on the balloon. There was a pinhole balloon rupture in the proximal balloon shoulder. There was a flap of raised balloon material and a scratch mark at the distal end of the rupture. No other damage to the sds was noted. The guiding catheter used in the procedure was not returned. Since the stent implant was not returned, the stent outer diameters could not be measured. The sds was loaded into and removed from a 6f viking guiding catheter without resistance. Product performance engineering reviewed the incident info and analysis of the returned sds. It was reported that the balloon would not inflate due to a suspected pinhole rupture. The analysis confirmed the presence of a pinhole balloon rupture in the proximal balloon shoulder. A flap of raised balloon material and a scratch mark at the distal end of the rupture was noted. The scratch and rupture appear to have been initiated from the outside of the balloon. The scratch most likely weakened the material and under pressurization, a pinhole was created in the balloon material, ultimately leading to a balloon rupture. There were crimp marks on the balloon, indicating that the stent was properly positioned at the time of manufacture. The balloon was loosely folded; therefore, it is possible that the balloon partially inflated before the rupture occurred which may have slightly expanded or loosened the stent. If the stent was partially expanded and/or loosened, this is likely what caused the reported difficulty in removing the sds from the guiding catheter and lead to the dislodgement during retraction into the guiding catheter. The flap of raised balloon material noted at the distal end of the rupture likely occurred during the retraction of the sds with the loose balloon fold into the guiding catheter. Functional analysis did not indicate any difficulty in removing the sds from a 6f viking guiding catheter. Based on the info, the damage to the balloon most likely occurred during the advancement of the sds to the target lesion, as no damage was noted during the inspection prior to use and the system was able to be prepped prior to being loaded onto the guide wire. A definitive root cause cannot be determined; however, the most probable root cause of the balloon rupture and stent dislodgement experienced during the procedure appears to be related to the operational context of the device. Product performance engineering will monitor the incident circumstances. A review of the finished device lot history record did not reveal any non-conformances that could have contributed to this complaint. All catheters are 100% visually inspected for balloon damage and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) integrity. This MDR is considered closed by the product performance group.